Event description:
The consumer reported using the product for four to five hrs on his back. When the patch was removed, the consumer described a burn and skin removal under the area worn. The consumer consulted with his physician who diagnosed a third degree burn and prescribed treatment with silver sulfadiazine cream and sterile water.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.